Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm approx 86 months ago. The aortic neck was 23 mm in diameter and it had an angulation of 20 degrees. It was reported that currently the aortic neck is 4 cm long and it has dilated to 33 mm in diameter. This resulted in stent graft migration of 3 cm and presence of a type 1 endoleak. The migration was attributed to disease progression and aortic neck dilatation. A 36 mm diameter talent converter was implanted approx 1 month ago to successfully address the migration followed by a fem-fem bypass. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval: results: (migration, endoleak), (disease progression and aortic neck dilatation). Conclusion: (disease progression and aortic neck dilatation).